Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient¿s oxygen desaturated when using the vest apx system. During initial set up with the respiratory trainer, the patient¿s oxygen saturation decreased to 86%. The patient uses continuous oxygen at 3 to 3.5l. The patient¿s oxygen desaturation lasted approximately one to two minutes. The oxygen was increased to 5l and the patient returned to ¿normal range¿ (not further specified). The patient reached out to their healthcare team and was advised to resume usage of the vest device and to discontinue therapy immediately if their oxygen saturation became less than 90%. There was no allegation of a device malfunction, and the device remained with the patient for continued use. No further information was available at the time of this report.

Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.